Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified through review of the event history log by the presence of 'upstream occlusion!' Messages. Testing of the device found it to be within specification and the customer reported issue could not be reproduced due to an unrelated issue. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed multiple false upstream occlusions during testing. There was no patient involvement. No additional information is available.